Event description:
Information indicates that a leaflet leak was noted on an intra-operative tee. The valve was replaced with another freestyle valve.

Manufacturer narrative:
Analysis: it appears that the leak seen on tee was most likely due to a tear in the myocardial area of the left right coaptive junction where the cloth cover was torn from the inflow edge of the valve. The leaflets are flexible, intact, and close with sufficient depth of coaptation. Review of the device history record shows that this valve met all manufacturing specifications. It is not possible to determine when or how the myocardial tears occurred. Conclusion: findings from the device evaluation confirm the reason for return; an exact cause for the reported event has not been determined.